Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a possible insertion in false-lumen, and entrapment of the intra-aortic balloon catheter (iabc) in the patient. However, at the time of this report, the patient was alive. The facility has advised that the patient's injury is not attributed device.